Event description:
It was reported that this device was received by post market quality assurance without a known reason for explant. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a low voltage alert was recorded. Longevity calculations were performed and an increased rate of power consumption was confirmed. The analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low-voltage capacitors. This high current condition depleted the device's battery faster than normal.